Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole on patch side," and "hole in valve." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d4, d6b, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed delamination of diaphragm valve assessed as adhesive failure also observed crack in the valve assessed as cracked valve seat diaphragm valve. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. This record is for the right side. The device was explanted and replaced.

Event description:
Healthcare professional reported deflation. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch #2 should have been listed as 12may2025.